Event description:
The customer reported that the pt was cannulated in 2009, and later the same day at 8:00 pm, an unspecified air leak was confirmed. The tracheostomy tube was removed, and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.